Manufacturer narrative:
The analysis results found that the device was received with the firing mechanism damaged and with no cartridge loaded in the device. However, two cartridges were received inside the bag, cartridge b was received void of staples. Cartridge c was received fully loaded with staples and was loaded into a test device and it fired, cut and formed all the staples as intended. No functional test was performed, as the firing trigger was noted to be damaged. The device was disassembled to verify the conditions of the internal components and the firing trigger teeth were found broken. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a rectal procedure, the device did not fire after it was reloaded. A new device was used to complete the procedure. There was no pt consequence reported.